Event description:
It was reported that after approximately one hour of intra-aortic balloon (iab) therapy, the arterial pressure was not displayed. Therapy was continued using an external arterial pressure source. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). Initial reporter occupation: clinical engineer (ce). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. A kink was found on the catheter tubing approximately 75.9cm from the iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 14.7cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 to feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).